Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath (clear) was selected for use. After crossing the septum and placing the guidewire in the left superior pulmonary vein the physician wanted to pull out the dilator of the faradrive. Without more force than normally used, the end of the dilator broke. See attached image the physician was able to pull the dilator and complete the procedure. No patient complications occurred. The device is expected to be returned.

Manufacturer narrative:
(B)(6).